Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor was confirmed via evaluation of the returned controller (serial number: (B)(6)). The returned controller was connected to a test power module and system monitor, and communication could not be established. Visual inspection of the controller revealed damage to the strain relief on the connector side of the white power cable. The system controller power cables were replaced with test power cables and communication with the system monitor was successfully established. The system controller was functionally tested and found to operate as intended after replacing the power cables. The outer jacket was removed from the returned power cables and a green contaminate consistent with fluid ingress was observed on the underlying layers. Further inspection revealed that the orange wire in the white power cable was severed at the location of the observed damage to the white power cable strain relief. No other physical anomalies were observed. The reported event was determined to be due to the orange data transmission wire in the white power cable being severed. The root cause of the broken wire could not be conclusively determined through this analysis; however, the observed damage to the white power cable strain relief could have contributed to the degradation of the wire. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. D) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient tolerated the exchange without concern. Log files were submitted for review. The periodic log file was empty, and the event log file only captured a few lines of data; the system controller and pump were operating as intended post system controller exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the while in the clinic the ventricular assist device (vad) coordinator tried to connect the patient's primary system controller to the patient cable on the power module and system monitor, but there was no data available. The system monitor did not register the system controller data. The vad coordinator tried connecting the patient using a different patient cable and a different power module with the heartmate touch monitor, but the system controller data was still not able to be read. The system controller was identified as the issue so the controller was exchanged with the backup controller. A new controller was requested for the patient. The controller was exchanged without issue and the data issue resolved with the new controller. The damaged was noted to be with the white power cable of the system controller. It was also noted that the controller had alarmed appropriately for power cable disconnects and was able to be connected to the power. The exchanged controller would return for evaluation.